Event description:
Boston scientific crm received information that this right ventricular lead exhibited impedance measurements of 1910 ohms. Information was later received that the impedance measurements were greater than 2500 ohms. Capture and sensing remained appropriate. Additional information was received indicating an invasive procedure was performed to replace this lead. Increased threshold measurements were observed along with the previously reported high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.